Event description:
Patient was found to have approximately 200cc of blood dripping onto the floor via the blue port of the smartsite IV tubing. Blue port found to be protruding/migrating out of the white cap. Blood and IV solution dripping out.